Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon rupture at 6atm. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.